Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test, and off no power test. No blank display was noted. No moisture damage was found inside of the insulin pump. All of the buttons functioned properly and no damage was noted on the keypad assembly. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.

Event description:
Customer reported wearing the insulin pump into a swimming pool. Customer stated that the insulin pump's display went blank immediately after the water exposure. Blood glucose level was 121 mg/dl at the time of the call. No further information was provided.